Event description:
It was reported that the universal modular electric/battery double trigger handpiece worked without being operated. This occurred during kit inspection and there was no patient involvement.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.